Manufacturer narrative:
The insulin pump was received with blank display due to broken battery tube connector red wire. Unable to verify button keypad anomaly or perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer reported all of the buttons were not sensitive. The customer's blood glucose reading was normal, did not require medical treatment. No further details were given.